Event description:
The customer reported that following the device being dropped, it failed the charge/shock portion of the op check. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.